Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was failed and was unable to be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed and was unable to be recovered. A field service engineer (fse) replaced the retractor band on main half height (hh) drawer 3.1 and performed a final test using the hardware test application (hta), which passed successfully. The fse also installed two new slide bumpers for main hh drawer 4.1, realigned the ball bearing cage, and installed a new slide bumper on main matrix drawer 5, restoring proper functionality and resolving the issue. The system functioned as intended after the field service engineer repaired the device.